Manufacturer narrative:
The complainant requested to return a serious of broken instruments for replacement. The complainant was unable to provide details regarding the incidents. There were no known patient complications associated with the malfunctions. The following mdrs are related to the receipt of this complaint. 3005031160-2019-00013, 3005031160-2019-00014, 3005031160-2019-00015, 3005031160-2019-00016, 3005031160-2019-00017, 3005031160-2019-00018. The pedicle screwdriver showed signs of repeated use. The distal tip was worn and misshaped, the tin coating was wearing away, the square thread detail was broken, and there were surface scratches present. A DHR review was performed and the instrument was released for distribution 05/29/2015. The pedicle screwdriver was inspected and determined to not be in functional condition and were removed from distributable inventory. A pedicle screwdriver may become damaged if the steps and warnings in the surgical technique guide are not followed. The steps to successfully engage a pedicle screwdriver and pedicle screw are listed in the surgical technique guide, with a warning that states, "failure to use the ratcheting handle when using the pedicle screwdriver at the last step of screw extension assembly may cause damage to the pedicle screwdriver, including damage to the external threading/thread pitch detail.".

Event description:
The complainant requested to return a serious of broken instruments for replacement. The complainant was unable to provide details regarding the incidents. There were no known patient complications associated with the malfunctions. The following mdrs are related to the receipt of this complaint. 3005031160-2019-00013, 3005031160-2019-00014, 3005031160-2019-00015, 3005031160-2019-00016, 3005031160-2019-00017, 3005031160-2019-00018.